Event description:
It was reported that the patient had two 2.5 x 23 mm xience v stents implanted into the diagonal artery on (B)(6) 2010. The patient then had a 4.0 x 18 mm xience xpedition stent implanted into a new lesion in the proximal left anterior descending artery (lad) on (B)(6) 2013. On (B)(6) 2013, the patient had magnetic resonance imaging (MRI) of the head and neck performed. The patient informed the technicians that his xience xpedition stent implant card states that MRI scanning can be performed safely for up to 15 minutes of scanning. However, the patient stated that MRI was performed for approximately 50 minutes, at which point, the patient asked to be removed from the machine, as he was experiencing burning and heat in his chest area. The patient was removed from the machine and ice was placed on the his chest to relieve the burning sensation and heat. The patient's blood pressure and pulse were checked and was reported to be normal. After the burning was relieved, the MRI was continued for approximately 20 more minutes. The patient returned home after the MRI, but has been experiencing soreness in the chest area where he experienced the burning sensation and heat. The patient is also experiencing headache, nausea and shortness of breath. No treatment was reported as the patient has not returned to see his physician. No additional information was provided.

Manufacturer narrative:
(B)(4). There was no reported product deficiency and the product was not returned. The reported patient effects of dyspnea, headache, nausea, and pain, as listed in the xience xpedition everolimus eluting coronary stent systems instructions for use, are listed as known patient effects associated with coronary stenting procedures. Although a conclusive cause for the reported patient effects and the relationship to the device, if any, cannot be determined, there is no indication of a product quality deficiency.

Manufacturer narrative:
(B)(4). The stent remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all relevant information.